Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the ¿up¿, ¿down¿ and ¿ok¿ buttons were responding intermittently. The patient stated that there was no damage to the keypad or evidence of moisture in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4)-device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was undamaged. The pump powered up to the verify screen with the appropriate audible and vibratory functions. The ¿up¿, ¿down¿ and ¿ok¿ buttons responded intermittently. Removal of the keypad cover found contamination under all the button contacts. Unrelated to the button issue, it was observed that the display screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.